Manufacturer narrative:
Initial reporter address: renal unit administration knights bridge wing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume folfusor underinfused the therapy solution. After the therapy time (24 hours) was complete, it was discovered that the device had not delivered total therapy. The folfusor was filled with 13.5g piperacillin/tazobactam. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. For reported underinfusion problem, a functional flow rate test must be performed on the physical sample to verify the flow rate accuracy of the device. Therefore, the reported problem could not be objectively confirmed via the photo. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.